Event description:
It was reported that the patient¿s pns lead eroded out of the skin. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead in the epidural.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the skin erosion has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.